Event description:
It was reported that the health care provider (hcp) thought the patient may have had a possible overinfusion. The patient was ¿not acting normally" and had a seizure. Then he started having itching and more tightness and possibly withdrawal-type symptoms. This started happening ¿a few weeks ago¿ in reference to the date of this report. The pump reservoir volume was checked and it was found to be empty. The expected residual volume at that point was 7 ml's. The pump was refilled ¿around that time¿ the device manufacturer representative believed on (B)(6) 2014. The dose after the refill, however, seemed to be too much so it was lowered from 725 mcg/day to 550 mcg/day. The device manufacturer representative was notified and was asked to meet the patient and hcp at the clinic when he was being evaluated. The hcp did a cap access (catheter access port) and was able to aspirate without a problem. The representative had asked about any prior refill volume history that she knew about but she didn¿t have the information. It was reported she believed the refill prior to the symptoms occurring was done by the managing hcp; however, she thought the one previous to that might have been done by another clinician. It was noted the pump was approximately one month away from eri (elective replacement indicator) and they were planning to replace it in approximately three weeks and send it back for analysis. It was noted the reservoir volume had not been checked since the refill. It was also reported they were not planning on checking it at this point and would likely just explant it. The device system was used to deliver baclofen 2000mcg/ml. It was reported the device manufacturer representative couldn¿t remember what date she was notified of the event. It had been stated on the date of the initial report, (B)(6) 2014 that she was made aware ¿a few days ago¿. It was then reported the pump replacement was scheduled for (B)(6) 2014. The pump was still to be sent in for analysis. It was further reported the patient was last seen on (B)(6) 2011 and referred to another hcp. The hcp that last saw the patient on (B)(6) 2011 had no documentation related to the event. Per a visit note provided on (B)(6) 2011, the patient¿s dose was noted to be fine at that time. Upon exam that day, his tone in his upper extremities was a 3 and contractures were noted at his elbows. His tone was a 2 in his lower extremities. Upon refill that day, the expected volume had been 4.5ml and 4.8ml was withdrawn.

Event description:
The following previously reported information does not pertain to this event: ¿upon exam that day (2011-(B)(6)), his tone in his upper extremities was a 3 and contractures were noted at his elbows. His tone was a 2 in his lower extremities. Upon refill that day, the expected volume had been 4.5ml and 4.8ml was withdrawn.¿

Event description:
Additional information received reported the pump was disposed of by hospital staff and the device manufacturer representative didn't recall sending it back. There was no further information available.

Manufacturer narrative:
Concomitant products: product ID: 8578, lot# n116751, implanted: (B)(6) 2007, product type: accessory. Product ID: 8709, lot# j10813r14, implanted: (B)(6) 2001, product type: catheter. (B)(4).